Event description:
It was reported by the customer that the device was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device was leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The complaint was not confirmed as the device was not received for evaluation. Based on the information provided by the customer and a review of complaint trending data, it is possible that cleaning may have contributed to the event. The device was not received for evaluation.